Event description:
It was reported that the patient presented for routine generator change. It was noted that the left ventricular lead failed to capture at maximum output and only had anodal capture. The lead was capped and replaced on (B)(6) 2022. The patient was stable.